Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Severe dermatitis occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hysteroscopy, laparoscopy with chromotubation, fulguration of endometriosis, and lysis of adhesions on (B)(6) 2012 and topical skin adhesive was used. The patient developed a severe dermatitis reaction where the topical skin adhesive was applied. She also developed cellulitis at the trocar insertion site. The topical adhesive was removed by the physician and the patient was treated with steroids and antibiotic therapy. Additional information has been requested.